Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that during an image-guided biopsy procedure, the coaxial introducer detached next to the patient's spine. An interventional radiologist successfully removed the device from the patient via a cut-down technique and a pair of forceps. The patient tolerated the procedure well with no additional consequences to report.